Manufacturer narrative:
A report was received that a patient developed positive blood cultures. The patient is reported to have had no signs or symptoms of infection. He/she was treated with medications and remains hospitalized. The patient's blood cultures were later deemed to have been a false positive result. The primary investigator reported that the event was unrelated to the implant procedure or to the patient's condition and related to the study device. No further information has been provided. This indicates that the previously reported positive blood cultures were deemed to be a false positive result. The event is therefore no longer reportable worldwide. No information to suggest the device caused/contributed to a death/serious injury, or has malfunctioned, this event is being unreported. No additional information will be forthcoming. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report

Event description:
A report was received that a patient was hospitalized with a positive blood cultures. The patient is reported to have been treated with medications and remains hospitalized. Details regarding the patient's symptoms, the results of any diagnostic testing or of any treatments provided was not reported.